Event description:
This is a spontaneous report by a consumer from the philippine of prolong connection of y set tube, break in aseptic technique and peritonitis in a female patient coincident with dianeal pd2 unknown bag therapy. On (B)(6) 2010, the patient started treatment with dianeal pd2 unknown bag, (route, frequency and dose unknown), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unknown date in 2011, a break in aseptic technique and prolong connection of y set tube occurred. On (B)(6) 2011, the patient was diagnosed with peritonitis which was manifested by abdominal pain and cloudy effluent. The patient was hospitalized on (B)(6) 2011 for the peritonitis. It was unknown if the dianeal therapy was ongoing or if the peritonitis was resolving. It was not reported whether the patient was retrained; therefore, the outcome for the event of break in aseptic and prolong connection of y set tube were unknown. Concomitant medications were not reported. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique and prolong connection of y set tube. A causality statement was not reported for the break in aseptic technique or the prolong connection of y set tube.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.